Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported introducer needle was fractured while in the body. Customer stated introducer needle was still in the body. Customer stated that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer stated they received change sensor alarm. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.